Manufacturer narrative:
(B)(4). The complaint iw910 mobile infant warmer is currently en-route to fisher & paykel healthcare (f&p) for evaluation. We will provide a follow up report upon completion of investigation.

Event description:
A healthcare facility in the (B)(6) reported of an issue with an iw910 mobile infant warmer. Upon device assessment, it was found that the power fail alarm was not working. There was no patient involvement.

Event description:
A healthcare facility in the united kingdom reported of an issue with an iw910 mobile infant warmer. Upon device assessment, it was found that the power fail alarm was not working. There was no patient involvement.

Manufacturer narrative:
(B)(4). Method: the complaint iw910 mobile infant warmer was evaluated by a trained f&p service technician at our service centre in the united kingdom. Results: during testing it was noted that the unit's power fail alarm did not function when the unit was disconnected from power. Visual inspections also revealed that the upper head case was cracked. Conclusion: without the complaint device, the cause of the reported event can not be conclusively deteremined. However, based on our knowledge of the product and the failure mode, it is likely that that the replaceable super capacitor on the pcb board has simply worn out. The super capacitor's function is to store sufficient electrical charge to power the warmer's visual and audible alarms in the event of a failure of mains power. The observed damage on the warmer head is likely related to a known problem of incompatible cleaning solutions reacting with the polycarbonate plastic and acrylic components of the infant warmer. When the heater head begins to warm up during use a chemical reaction with the incompatible cleaning solution results in gradual crazing and cracking of the heater head. Part of fisher & paykel healthcare's quality control process involves testing the power failure alarm of every warmer on the production line for functionality prior to distribution. The device technical/service manual contains a checklist which specifies that users perform safety, performance and functional checks including the power fail alarm at least once a year. The infant warmer service manual for the affected unit features a diagram of the infant warmer which highlights polycarbonate and acrylic components and states the following: - "caution do not clean the highlighted plastic surfaces with proprietary cleaning products containing either hydroxides, hypochlorites, peroxides, gluteraldehyde or cleaning products with a greater than 30% alcohol base" - "caution the chemicals used in these proprietary cleaning products may lead to discolouration, crazing and eventual cracking of the highlighted plastic surfaces." It should be noted that the device was manufactured in 2002 and is therefore more than 19 years old.